Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the infusion device did not correctly provide an e2 battery depleted error before shutting down. The patient changed the battery, but the infusion device would not turn on for several hours. The patient switched to injection therapy, and the alleged infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The investigation showed that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interruption. The insulin pump shut-down without alarm because of the sudden power failure. The battery cover is corroded.